Event description:
Reporter indicated via clinic notes dated (B)(6) 2012 received to the manufacturer that a vns patient was having increased seizures. The vns generator was not at end of service at that time. The vns settings were increased and medication was increased as interventions. The patient recently had vns generator replacement due to end of service on (B)(6) 2012. Device diagnostics were within normal limits with the resident vns lead and new vns generator per the manufacturer's implant card received. Attempts for further information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.follow up with the hospital revealed the explanted vns generator was likely discarded.

Manufacturer narrative:
(B)(4).